Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure and clear passage testing were performed with no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set leaked after an hour of patient infusion. The leak was coming from the bottom of the drip chamber where the tubing was connected. The device had been filled with daratumumab (darzalex). A new bag was mixed with 900mg of darzalex to provide the estimated remainder of treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.